Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. The customer stated that the crack in side of insulin pump and failure to rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. No unexpected rewind anomalies noted. Device received with cracked reservoir tube lip and cracked battery tube threads, broken belt clip slot, cracked case from display window corner, cracked reservoir tube window, cracked case from reservoir tube window corners and stained end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).